Manufacturer narrative:
The product was received for evaluation open in its original pouch. The tip protector was on the end of the handle. The tube and internal carbide rod that make up the shaft had broken off approximately 2mm from the handle and was taped to a yellow piece of paper. The tube at the point of the break appeared stretched and torn. The carbide is cleanly broken. The probe appears to have been exposed to radial stresses that exceeded the strength of the shaft. Information supplied by user confirmed, device was used with a valved cannula. Instructions for use warnings state, only retractable ddms products are compatible with valved cannulas. Manufacturing and sterilization records were reviewed and found to be acceptable. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
It was reported that the tip of the diamond dusted membrane scraper broke off at the hub into the back of the patient''s eye and injured the retina (after it broke off of handle) causing microscopic tearing. The surgeon removed the tip from the eye, and lasered the back of the eye where the diamond dusted tip hit. The surgery was prolonged an additional three minutes. The patient is doing well after surgery.